Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Type of report incorrectly marked 30 days and initial including 15 days, which should marked as 30 days and initial only in this follow up report. Report source incorrectly marked in previous report, which is correctly marked as consumer and foreign in this follow up report.

Manufacturer narrative:
The manufacturer previously reported incorrect data in section b2, which was rectified in previous follow-up. Section b3, d8, d9, e1, g3 was incorrectly reported in the previous report, which correctly updated in this follow up report. Section g2 was marked incorrectly in previous report as consumer and company representative. The report should have been sent for foreign and user facility in g2. Section g6 was marked incorrectly in previous report as 15 days . The report should have been sent for 30 days and initial in g6.